Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited oversensing, high thresholds, and erratic r wave amplitudes. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(6)-2012 17:22:58. Sensing - oversensing: 2 - ventricular nst<=210 ms on (B)(6)-2012 20:34:47 and (B)(6)-2012 17:22:56. Sensing - interference/noise: ventricular short interval count v-sic=71.9 counts avg/day, in 81.49 days, between (B)(6)-2012 05:30:53 and (B)(6)-2012 17:23:08.